Event description:
It was reported that the inspiratory and expiratory tidal volumes did not correlate. Alarms for low expiratory minute volume were generated. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested. The user facility investigated the ventilator by themselves but could not duplicate the event. Information about the current status of the ventilator has not been provided. Provided ventilator logs were reviewed. Several alarms were generated indicating a leakage in the patient breathing circuit or a disconnect situation; pressure delivery restricted and expiratory minute volume low. Information concerning what type of patient breathing circuit or filter that was in use at the time was not provided. Successful pre-use check was performed after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The cause of the alarms has not been determined but they were most probably due to leakage.

Event description:
Manufacturer's ref #: (B)(4).